Manufacturer narrative:
On 5/2/2019, a manufacturing record evaluation was performed for the finished device 225597 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with saline mentor siltex round moderate profile 425cc breast implants and experienced bilateral deflation. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 275cc on (B)(6) 2019. This medwatch is for the right breast implant.